Event description:
Customer called to report a no delivery alarm. The blood glucose reading is 290 mg/dl. Treated with bolus. Customer was taken to hospital by paramedics due to fluctuating blood glucose levels. Customer fell three times which resulted in a head injury. Customer does not remember the hospital details. Customer was treated with an IV. Nothing further reported.

Manufacturer narrative:
Inspected seven opened/used reservoirs, performed manual prime and high-pressure test per specifications, using a new infusion set along with the insulin pump, the reservoirs passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found. Reservoirs connected/locked in place properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.